Event description:
Reports while under power of the smartdrive device in the home, claims one of the caster wheels became caught on a rug corner. Reports when rotating the speed control dial backwards to stop, the smartdrive device was reported to have continued to drive, which reportedly caused the wheelchair to spin around and fall on to its side with the end-user. The event reportedly resulted in injuries requiring medical intervention to address.

Manufacturer narrative:
Report was received via medwatch report mw5166854, where end-user claims the speed control dial failing to turn off after rotating back. It was described as the wheelchair having become hung up on a rug and when the end-user tried to rotate the dial back to stop power, it reportedly continued to drive, and this forced the wheelchair to fall on to its side where the end-user sustained injuries consisting of a fractured rib and stress fractures to the l3-l4-l5 vertebrae requiring kyphoplasty surgery to address. The spouse reports having had similar events of continued drive having occurred prior to this event, but no adverse events as a result. Due to an increase in reports of similar failures, a CAPA investigation, 24-015, was implemented. Investigation found an undesirable interaction between the circuit design and the new potentiometer over time. Further engineering analysis concluded that the new potentiometer's internal contact resistance was changing during use, and the circuit was overly sensitive to this change. The investigation also showed that the internal contact resistance of the previous potentiometers, used prior to august 17, 2023, did not change much over time when compared to the new potentiometer, concluding the root-cause for the failure was within the new potentiometer. As part of the CAPA, permobil has implemented a market correction, z-1116-2025, to address potentially affected components manufactured between august 17, 2023 through november 21, 2024.